Event description:
It was reported that there was bad coupling and non-charging of the implantable neurostimulator (ins). When the ins was interrogated, the ins setting needed to be reset as the setting had been "wiped." The reason for this was unknown. The patient was reprogrammed to original settings and a loaner charger was used. There were no patient symptoms or injuries related to this event. No further information was reported

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (b)(4, product type: recharger; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of recharger model 37754 serial # (B)(4) showed a defective telemetry coil. It was also reported that it was confirmed that there was no communication between recharger and the implantable neurostimulator (ins). (B)(4).